Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The ultra filtration (uf) for cycle four was noted to be much higher at 2010ml compared to the previous cycles of 240ml, 90ml and 109ml. There were no bypasses and the care giver (cg) said that the patient felt fine. The cg stated that the patient did not do exchanges off the cycler. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. During the event history log review, the reported increased intra-peritoneal volume (iipv) event was verified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycle¿s advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.